Event description:
The customer reported that in 2008, a pt coded and expired. There was no allegation of a device malfunction.

Manufacturer narrative:
The customer requested assistance from phillips in understanding the events leading up to the incident including the occurrence of any alarms and user response to alarms. The customer indicated that the pt was about to be transferred from ccu to a non-critical inpatient unit when the pt requested to go to the restroom unassisted. When the nurse reluctantly agreed, the pt collapsed and coded 3-4 minutes later. It was stated that staff were aware of this occurrence and responded, however, they discharged the history and deleted stored strips, making it difficult to retrospectively review the course of events. The customer contacted philips in order to retrieve log data to review what precipitating events were and if any arrhythmias were occurring prior to the code. They also wanted to know what responses users had to alarms, though there was no indication of delay or inappropriate response on the part of any user. Logs were pulled and reviewed. The pt was said to have coded at 19:00 however, the first log entry for this date/timeframe is 19:21, and it involves a series of alarm suspensions over the course of an hour. Info was provided to the customer, including statements to explain that the logs capture red alarm events only and also alarm silencing and suspensions. If the pt had yellow alarms and then perhaps lost a lead during his collapse, this data would not be collected in the logs. The info was provided to the customer on 22sep08. No further action or investigation is warranted.